Event description:
Medtronic received information that this bioprosthetic valve was explanted approximately 32 months after implant due to aortic stenosis, increased gradient measurements and grade 1 diastolic dysfunction. Post-implant transesophageal echocardiogram (tee) checks at 10 months and at one year showed increased gradients. Two years post-implant, a tee showed moderate aortic stenosis with an additional increase in gradients. At 26 months, the patient exhibited shortness of breath. A subsequent stress echocardiogram showed additional increases in peak and mean gradient measurements. During an electrophysiology procedure prior to device explant, an ablation catheter ripped the non-coronary leaflet and all three device leaflets suffered unspecified damage during the procedure. The patient presented for the reoperation with pulmonary complications; however, this device was replaced with another manufacturer¿s mechanical heart valve without issue. Upon explant, pannus was observed on this device, particularly on one of the commissures. No subsequent adverse patient effects were reported.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Without device return, none of the clinical observations can be confirmed and the potential causes cannot be determined. A supplemental report will be filed if the device is returned for analysis.

Manufacturer narrative:
It was reported the device would be returned for analysis. To date, the device has not been received. A supplemental report will be filed if the device is returned or if additional information is received. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, it was observed that the valve was rotated in the stent (with the right cusp of the valve to the non-coronary cusp position in the stent), which is acceptable to accommodate the appropriate fit to the stent depending on the structure of the porcine tissue. The valve was slightly distorted in an oval shape. Tears in the stent cloth on the tops of two stent posts appear to have occurred during explant. The right and non-coronary cusps were in the closed position. The left cusp was partially open. All leaflets were slightly stiff but flexible, except where host tissue extended on the outflow. Tears observed on the tunica of all leaflets appeared to be associated with the removal of host tissue during explant. All commissures were intact. A large remnant of glistening off-white pannus remained attached to the non-coronary left stent post, to the outflow rail adjacent to the left cusp, along the outflow margin of attachment, to the commissural area, covering the top of the commissure, resulting in restricted leaflet movement. Pannus lined the outflow rails adjacent to all cusps, to the backs of all stent posts, and to the tops of all commissures and commissural areas, resulting in restricted leaflet movement. A large remnant of pannus remained attached to the outflow rail adjacent to the left cusp. An unknown amount of pannus appeared to have been removed on the inflow during explant. Radiography showed no evidence of mineralization in the valve or host tissue. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the analysis findings, the high gradients/stenosis observations are likely due to host tissue (pannus) overgrowth, which could lead to insufficient effective orifice area and/or immobile leaflet and compromised forward flow. Pannus overgrowth has been an inherent risk of surgical valve replacement and is addressed in the current device risk management files. High gradients/stenosis due to immobile leaflets caused by pannus is a known failure mode and is addressed in the current device risk management files.